Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. Two return dates are present. D9: device available for evaluation: yes d9: returned to manufacturer on: 2023-06-20. D9: device available for evaluation: yes d9: returned to manufacturer on: 2023-07-11. H.6. Investigation summary: catalog#251165, lot #3073536. Bd received samples for investigation. The customer returned samples and retention samples were evaluated: returned samples showed partial hemolysis. Performance testing of both return samples and retention samples was satisfactory. A fill volume issue was not identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for partial hemolysis based on the return samples provided. This complaint cannot be confirmed for a performance issue or fill volume issue. A root cause was not determined.

Event description:
It was reported that there was hemolysis during use with the bd bbl¿ columbia agar with 5% sheep blood. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese: atypical reaction: the customer found severe hemolysis during use. 1) were any erroneous results reported to healthcare provider due to this issue? >> no 2) were any patients treated based on the erroneous results >> no 3) any other patient impact? >> no 4) any issue with receipt of media ( was it received in good condition, was there exposure to high or low temperatures...) >> no issue with receipt.

Manufacturer narrative:
In this MDR, bd ds headquarters in sparks, md has been listed in sections d.3. And g.1. As fukushima is an OEM manufacturing site. B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter facility name: national institute of infectious diseases bacteriology division I. G5. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us, but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ columbia agar with 5% sheep blood, catalog number 221263, which is a class 1, preamendment device. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was hemolysis during use with the bd bbl¿ columbia agar with 5% sheep blood. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese: atypical reaction: the customer found severe hemolysis during use. 1) were any erroneous results reported to healthcare provider due to this issue? No. 2) were any patients treated based on the erroneous results? No. 3) any other patient impact? No. 4) any issue with receipt of media (was it received in good condition, was there exposure to high or low temperatures?) No issue with receipt.